Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, she was having issues with the insulin pump she had to go to the emergency room. Customer stated she had been hospitalized twice for high blood glucose. On (B)(6) 2015 her blood glucose was 549 mg/dl. She had large ketones, high blood glucose, hot and sweaty, and sick. On (B)(6) 2015 her blood glucose was 499 mg/dl. Symptoms were vomiting bile. Troubleshooting was performed and customer declined to check for leaks, air bubbles, site or insulin issues. High pressure test was performed and it passed. Customer was advised to change infusion set, reservoir, and insulin. Customer requested a replacement device.